Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the jaw could not open. Had to cut it out. Took a new instrument to complete the procedure. No further information is available. There were no adverse consequences to the patient.